Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and an insulin injection was administered to address the bg level. The customer did not know what cause the high bg and declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.